Manufacturer narrative:
The device was returned for analysis. The reported retraction problem plunger was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was performed with proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, an 8f hole was used in the rcfa. The first proglide device replaced a suture at this access site. A second proglide device's plunger was pushed in; however, when the plunger was pulled out, it was stuck inside the body of the proglide device. The plunger was able to be removed only 3/4ths of the way out of the body of the device. After attempts to remove, the plunger with needles were wiggled and came out with some force. There was no tissue damage. Another proglide suture was replaced in the rcfa. In the lcfa, the same issue occurred in a 6f hole. The plunger was able to be removed only 3/4ths of the way out of the body of the device. The needles were clear of the footplate portion of the guide; however, there was much resistance while attempting to remove completely the plunger and needles. After retracting the footplate and wiggling the plunger and needles, as well, the plunger and needles were completely removed from the proglide. The trimmer was used to cut the suture which was perfectly deployed including the pretied knot. The suture was successfully replaced in the lcfa. The sheath in the rcfa upsized to 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa and the one proglide in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.